Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer stated the fill estimate was inaccurate. The customer changed out the cartridge and the fill estimate was accurate. There was no impact to the customer's blood glucose level.